Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer report number: 3006705815-2019-03471. It was reported that the patient was not experiencing adequate stimulation with their scs system. X-rays determined that one of the leads had migrated and the patient had low impedances. The patient underwent surgical intervention on (B)(6) 2019 wherein the leads were revised. Therapy was restored post-operatively.